Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing water did not flow. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure. Check that all tubing clamps are open/ check the settings for flow and pressure/ check the tubing for pinches, kinks, or blockages/ check that the tubing seats correctly over the rollers/ verify use of high-flow cannulas. Ref: (B)(4).